Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/21/2014 with the following findings: a review of the pump¿s black box history showed dates from (B)(6) 2014. The black box and histories for the event on (B)(6) 2013 had been overwritten due to continued use of the pump. The available total daily dosage correctly reflected the programmed basal rates. The pump successfully completed a delivery accuracy test and was found to be delivering within the required specifications. The history/settings issue was not able to be duplicated during investigation. No defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging a history/settings issue. It was reported that when the cartridge was changed the pump alarmed low cartridge but had 115 units of insulin. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.